Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The lv2 (low voltage 2)/proximal conductor was obstructed due to a stylet/guidewire stuck in the lumen. There was blood on the lv3 (low voltage 3), and lv4 (low voltage 4) conductor and they were obstructed. The lv3 (low voltage 3) conductor and lv4 (low voltage 4) conductor were obstructed due to a stylet/guidewire stuck in the lumen.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure a competitors guidewire became stuck in the left ventricular (lv) lead lumen. The physician was unable to remove the wire, so the lead was removed and a new lv lead was placed without incident. No patient complications have been reported as a result of this event.